Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): improper or incorrect procedure or method, per instructions for use: under important precautions - this device should only be used by physicians who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device was not returned for evaluation. The reported patient effects of occlusion, pain, and surgery are known inherent risks of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an abdominal aortic aneurysm (aaa) procedure. Reportedly, following the procedure, the patient mentioned symptoms of pain in the groin and "miss-sensation". It was detected that an occlusion occurred in the vessel and the proglide suture was stitched the back wall of the vessel. A cut down was performed to remove the proglide suture and then suture the vessel closed to achieve hemostasis. There was no reported adverse patient sequela. The physician reportedly is not trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.